Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported, it was a case of a 26 mm sapien 3 ultra resilia valve implantation via transfemoral artery access. During the procedure, resistance was encountered while inserting the commander delivery system through the esheath+. As a consequence, the valve on the delivery system was withdrawn within the sheath as one unit. When the valve was removed, the frame was found to be damaged with a bent strut. Furthermore, after removal, the esheath showed a broken tip and liner strands (esheath liner damage). A second valve was subsequently crimped and implanted successfully. No patient injury occurred, and the patient remained in stable condition at the end of the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. One (1) bent strut outwards at the inflow side. One (1) bent strut outwards at the inflow side. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as provided information indicated that the patient presented ''moderate'' tortuosity and calcification, and further damages to the sheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.